Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 devices and the reported events could not be conclusively determined through this evaluation. The research article titled ¿temporarily reversing warfarin with low-dose 4-factor prothrombin complex concentrate in left ventricular assist device patients undergoing an invasive procedure¿ was received. The article concluded that a low-dose pcc4 appeared to be safe and effective for temporary reversal for lvad patients undergoing low-bleed risk elective procedures. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at the time of the event. Details are listed in the attached article. Section b3: date of event has been listed as 01sep2021 as data was collected between sep2016 and sep2021. Author information: stevenson, b., roberts, a. J., & dager, w. E. (2024). Temporarily reversing warfarin with low-dose 4-factor prothrombin complex concentrate in left ventricular assist device patients undergoing an invasive procedure. Annals of pharmacotherapy, 59(1), 5¿12. Https://doi.org/10.1177/10600280241248172 davis medical center, university of california, sacramento, ca, USA no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿temporarily reversing warfarin with low-dose 4-factor prothrombin complex concentrate in left ventricular assist device patients undergoing an invasive procedure¿ identifying that heartmate 3 (hm3) may be associated with bleeding. This retrospective, single-center study evaluated the use of 4-factor prothrombin complex concentrate (pcc4) for warfarin reversal in patients with left ventricular assist devices (lvads) undergoing elective and emergency procedures between sep2016 and sep2021. Patients were excluded if they were on any other oral anticoagulant than warfarin, if pcc4 was used for lvad implant or explant, or if they received vitamin k with the pcc4. The primary outcome was a composite incidence of pump thrombosis, venous thromboembolism, and ischemic stroke with 30 days of pcc4 administration. A total of 14 patients received 17 administrations of pcc4; one patient received 3 pcc4 administrations for 3 different procedures over the span of 9 months, and one patient received 2 pcc4 administrations during separate encounters over the span of 2 years. Of these 14 patients, nine had a heartmate ii, three had a heartware hvad, and two had a hm3; results were not specified by lvad type. There were 14 incidences of elective procedures that included 5 incidences of esophagogastroduodenoscopies, 5 incidences of colonoscopies, 1 incidence of transurethral resection of the prostate, 1 splenic artery embolization, and 1 tooth extraction. Median preprocedural international normalized ratio (inr) of 2.68 dropped to an inr of 1.52 39 minutes post-pcc4 administration. Median post-procedure inr were 1.71 at 9.:43 hours and 2.28 at 23:04 hours. There were 4 incidences of emergent procedures that included 1 incidence of exploratory laparotomy, 2 incidences of chest tube placement, and 1 incidence of open reduction and internal fixation of the femur. Median preprocedural inr of 2.9 dropped to inr of 1.67 10:49 hours post-pcc4 administration. Median post-procedure inr were 1.58 at 1:17 hours and 1.8 at 18:35 hours. Of note, the exploratory laparotomy, open reduction and internal fixation of the femur, and transurethral resection of the prostate were listed as high-risk bleeding procedures. No cases of pump thrombosis, venous thromboembolism or ischemic stroke were observed within the 30-day follow-up. One case of gastrointestinal (gi) bleeding was observed 19 days after pcc4 administration, and it was noted that this patient had experienced several gi bleeds in the past that had required transfusions.